Event description:
This lead was capped and replaced due to high threshold readings and out of range impedances. There were no adverse pt events reported. Should add'l info be rec'd, this file will be updated.